Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting an error code.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury. One cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not available for evaluation. To further investigate, a functional test was performed. The reported event was duplicated. The pump was found to be displaying "1210" error code message on power up when batteries were inserted. It was determined to be caused by a damaged internal real time clock lithium battery lead. The root cause was a faulty mpu. The faulty microprocessor unit board, mpu, will be replaced.